Event description:
It was reported the hp052 was used during an laparoscopically assisted vaginal hysterectomy. It was reported by the rep that on this procedure and previous ones"lock out" has been experienced with 5mm shears.